Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A registered nurse (rn) reported to fresenius customer support that the patient is in the hospital for fluid overload and other non-dialysis issues. The rn stated the patient is only using the pd supplies and not on the cycler. On follow-up with the clinic, it was documented that this patient is a home hemodialysis (hd) patient. The nurse would not confirm the reason for the patient¿s fluid volume overload. There was no allegation that the hospitalization was caused by a fresenius device, drug, or product. There is no information that documents the patient was in active treatment at the time of hospitalization. The patient remains in the hospital. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported to fresenius customer support that the patient is in the hospital for fluid overload and other non-dialysis issues. The rn stated the patient is only using the pd supplies and not on the cycler. On follow-up with the clinic, it was documented that this patient is a home hemodialysis (hd) patient. The nurse would not confirm the reason for the patient¿s fluid volume overload. There was no allegation that the hospitalization was caused by a fresenius device, drug, or product. There is no information that documents the patient was in active treatment at the time of hospitalization. The patient remains in the hospital. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.